Event description:
Hill-rom technician found that when the brakes were engaged the foot casters would still swivel. He found that the casters were worn. He replaced the casters and the brakes functioned properly. The stretcher was found out of service in a hallway and there were no alleged injuries.